Event description:
Customer reports inconsistent inr results for 3 patients using hemochron elite instrument / pt assay compared to unspecified lab instrument. This report is for patient 1 of 3. In 2009, patient elite / pt inr 2.4 vs. 1.59 using unspecified lab instrument. Patient subsequently admitted to another facility with a blood clot. Customer reports patient has history of blood clots around 1.59 inr. At this time, no information available on patient's current condition from reporter. No report of coumadin dose alteration.

Manufacturer narrative:
Manufacturer's evaluation / investigation currently in process.